Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refv1741 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the needle was pulled, the safety mechanism disengaged from the retaining plate. This means there is a risk that employees will poke themselves or that chemotherapy drugs will leak out unintentionally. The defective needle was discarded.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refv1741 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the needle was pulled, the safety mechanism disengaged from the retaining plate. This means there is a risk that employees will poke themselves or that chemotherapy drugs will leak out unintentionally. The defective needle was discarded.

Event description:
It was reported that when the needle was pulled, the safety mechanism disengaged from the retaining plate. This means there is a risk that employees will poke themselves or that chemotherapy drugs will leak out unintentionally. The defective needle was discarded.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached safety mechanism is confirmed; however, the exact cause is unknown. One photograph of a powerloc ez infusion set was returned for evaluation. An initial visual observation of the photograph showed the safety mechanism of the infusion set was completely detached. A clear liquid could be seen within the infusion set tubing, but no blood residue could be seen on the sample in the returned photograph. The biobag of the safety mechanism was observed to be slightly crumpled, but no details of the break surfaces could be seen in the returned photograph. While a detached safety mechanism can be confirmed from the returned photograph, the evidence that could be seen in the returned photograph was insufficient to identify the root cause of the damage. However, possible causes include sharp instrument damage, material damage or variation, and excessive force used during activation of the safety mechanism. H3 other text : evaluation findings are in section h.11.